Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's hcp was not notified. It was noted the previous device was not being used. It was also noted that the patient was "seen in outside ER multiple times". The patient is no longer in their service. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported the following via email : "there is no drs medical staff research or authorized use of my device period. I dung have any authorized representative advance directive until further direction from dod hls on official direction from my father message: as one (B)(6) of classified hls protection there is no use of my device in my body period. Resourcefully I'll notify along the next advancement with (B)(6) only when it's time. It's hacked." This was a direct quote from the email and is unintelligible. Follow-up was conducted to clarify the information. No patient complications were reported.